Event description:
It was reported that during the microelectrode recording (mer) testing period at a deep brain stimulation (dbs) stage one implant procedure, prior to lead implantation, the patient experienced a seizure. The patient was administered keppra and subsequently stopped seizing. The physician assessed that the patient was in stable condition and completed the stage one procedure. Following the completion of the surgery, the patient had a computed tomography scan, and it was determined that they were doing well post-operatively.